Event description:
It was reported to the co that the occlusion balloon deflated unexpectedly during the procedure. The device was prepped per the IFU, inserted into pt and inflated to 6mm to occlude the vessel. The physician observed that the balloon placement was too distal, so deflated the balloon and moved it more proximal and re-inflated to 6mm to occlude the vessel again. The physician decided the placement in the vessel was still too distal, so the balloon was again deflated and moved more proximal. The balloon was then inflated to 5.5mm to occlude and the physician crossed the lesion with a 45x33 stent. The physician then puffed dye to check placement and saw that the balloon had deflated. There was no adverse effect on the pt and another device was used to complete the case.